Event description:
A doctor was performing a routine dental procedure when the lens heat shield/holder fell off the light and hit the pt on the facial area causing the pt's lip to swell.

Manufacturer narrative:
Results: the lens heat shield/holder from the dental light had its 3 metal tabs bent which locks the lens heat shield/cover into place. As a result, the lens heat shield/cover would not be able to be re-installed properly during routine maintenance of the dental light. The lens heat shield/cover has to be removed by the end user when cleaning the lens or replacing the halogen bulb. The dr informed us that he had been informed to bend these tabs in the past by his independent service provider during his routine maintenance of the light assembly. The installation instructions, use and care instructions, and labeling clearly state to ensure the lens heat shield/holder is properly secure by snapping the part back into place.